Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
It was reported that the transformer in the compressor needed replacement. When our service technician on site examined the device it was found that it was the motor relay in the compressor that was defective. The relay was replaced, compressor was tested and cleared for clinical use. There is no information in the complaint why the transformer was suspected faulty in the first place. No goods have been returned for further investigation, therefore the root cause cannot be determined.

Event description:
It was reported that the transformer of the compressor was defective. There was no patient harm. Manufacturer ref.#: (B)(4).